Event description:
It was reported that the patient underwent an initial right tha approximately 5 years ago. It was noted by the surgeon that "final stem remained 2 mm up from intended". No further intervention or patient impact was reported as a result of this malfunction. No further information available.

Manufacturer narrative:
B3: unknown date in 2020. D6a: unknown date in 2020. D10: alteon cup, cluster-hole 50mm. Biolox delta femoral head, 12/14 taper 36mm. Alteon neutral liner. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.